Event description:
It was reported a strong loosening and a high degree of mobility of the abutment.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. Expiration date and UDI not available, lot number unknown. First/given name: unknown / not provided. Device manufacture date not available, lot number unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Product not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 10mm length (cm3110) and one (1) unknown zimmer screw were not returned for investigation. As a result, visual inspection could not be performed. The products were reported in the complaint categories dental : functional : fracture : implant and functional : loosening. The investigation has been performed based on the available information using the instructions for use (IFU), and risk files. Functional testing to recreate the reported event could not be performed since the product was not returned. Device history record (DHR) and complaint history review could not be performed for the product reported as the lot/item number was not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Therefore, based on the available information, device malfunction could not be confirmed/verified, and the reported events remain unverifiable due to the products not being returned.

Event description:
No further event information is available at the time of this report.